Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc checked the error log of the subject device and confirmed no error occurred on the day of the reported event. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, there was possibility that this event was attributed to the temporary malfunction of the printed circuit board in the subject device, such as a temporary shortage of voltage supplied to the subject device due to the use of a common power supply with other devices. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a preparation for a laparoscopic rectal resection with the subject device, when the subject device was turned the power on, all indicators on the front panel lit up, and the images of the subject device on the monitor and the sub monitor installed on the mobile workstation disappeared same time. There was no report of patient injury associated with this event.